Manufacturer narrative:
The iron2 reagent lot number was 741514 with an expiration date of 31-jul-2024. Calibration and qc were acceptable. An "abnormal aspiration" alarm was observed on the alarm trace data from 04-jun-2024. This alarm is an indicator of possible poor sample quality. The field service engineer (fse) found a sample probe was out of alignment and the gear pump pressure required adjusting. The fse adjusted the gear pump pressure, verified the cuvette levels, and adjusted the sample probe. Qc passed. The service actions resolved the issue.

Event description:
The initial reporter questioned a result for 1 patient sample tested for iron gen.2 (iron2) on a cobas c 503 analytical unit. The initial result was 213 ug/dl. This result was reported outside of the laboratory. On (B)(6) 2024 the doctor questioned the result. On (B)(6) 2024 a new sample was obtained and the result was 32 ug/dl. On (B)(6) 2024 the 2nd sample was repeated on a different analyzer and the result was 33 ug/dl. The doctor reportedly stated there was "no way" the patient¿s iron level could change from 213 ug/dl to 32 ug/dl within 8 days. The results from the 2nd sample were believed to be correct.